Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 19169855 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's scs system was no longer working. It was also noted that the leads were showing high impedances on all eight contacts. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg and clik anchor passed all tests performed. (B)(4) device evaluation indicated that the cables were fractured at the kinked section of the lead body where a clik anchor was placed, but no cables were exposed at the site. The fracture site is 1 cm from the set screw mark.

Event description:
A report was received that the patient's scs system was no longer working. It was also noted that the leads were showing high impedances on all eight contacts. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation.

Event description:
A report was received that the patient's scs system was no longer working. It was also noted that the leads were showing high impedances on all eight contacts. The patient will undergo an explant procedure.